Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the awl broke off while opening the canal over the entry wire. The tip of the awl was not able to be removed from the canal and it was decided by the surgeon to leave in situ. There was no report of patient harm. There was a spare awl on the consignment tray that was used to complete the procedure. The procedure was delayed by thirty minutes. This is report 1 of 1 for com-079845.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.